Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was noted the patient trickle charged his implantable neurostimulator (ins) at home on (B)(6) 2013 after it had overdischarged previously. It was stated the patient experienced a ¿stimulation pain that caused him to go to his knees during the charging process¿ and that it ¿felt like a sledgehammer to the back.¿ it was noted the patient received ¿the normal recharge screen for a couple hours.¿ it was reported the patient experienced the overstimulation sensation after he ¿pressed the off button on the patient programmer.¿ it was noted the patient ¿last felt the strong stimulation around 3:30 am¿ on (B)(6) 2013. It was noted the manufacturer representative observed ¿xxx in impedances and 0.0 volts for battery voltage¿ on (B)(6) 2013. It was also noted the manufacturer representative cleared a power on reset (por) message that was displayed with a ¿0x8 message.¿ it was noted that following the clearing of the por message, the impedance and battery voltage measurements ¿returned to normal.¿ a supplemental report will be filed if additional information is received.